Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Device code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve did not expand rapidly at the point of no recapture. The valve was not implanted. No adverse patient effects were reported. Additional information was received that an expansion issue was suspected along with an infold in the valve frame at the first deployment attempt. Subsequently, the valve was recaptured, and a pre-implant balloon aortic valvuloplasty was performed using a 25 mm non-medtronic balloon. No paravalvular leak was noted. The patient's anatomy was severely calcified, which was reported as the main contributing factor. The patient was scheduled for a surgical aortic valve replacement at a later date.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve did not expand rapidly at the point of no recapture. The valve was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b3. B5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve did not expand rapidly at the point of no recapture. The valve was not implanted. No adverse patient effects were reported. Additional information was received that an expansion issue was suspected along with an infold in the valve frame at the first deplo yment attempt. Subsequently, the valve was recaptured, and a pre-implant balloon aortic valvuloplasty was performed using a 25 mm non-medtronic balloon. No paravalvular leak was noted. The patient's anatomy was severely calcified, which was reported as the main co ntributing factor. The patient was scheduled for a surgical aortic valve replacement at a later date. Additional information was received that the following day, a non-medtronic valve was implanted. It was reported that the non-medtro nic valve resolved the issue.